Event description:
A nurse reported that during an exam following an intraocular lens (iol) implant procedure, the surgeon noticed that the haptic was coming through the iris. The surgeon planned a secondary procedure to rotate the lens and during that procedure he noticed that the haptic was broken. The iol was exchanged for a different lens model. She stated that she has no further info to provide. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. The cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There has been one other similar complaint reported int he lot number. No further info is expected. (B)(4).